Manufacturer narrative:
H10, h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A visual inspection revealed the device was returned outside of original packaging. Anchors and suture not returned with device. The needle shaft appears bent. The deployment needle is in the t1 pre-deployment position indicating the device was deployed twice manually. A functional evaluation revealed the device functioned as intended. A review of the customer provided image reveals no additional information. The complaint was confirmed. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to prematurely activate the device.

Manufacturer narrative:
Internal complaint reference: case-(B)(4).

Event description:
It was reported that, during a meniscus repair procedure, the fast-fix 360 curved ndl delivery sys t2 could not be deployed. The procedure was completed with a backup device, there was no significant delay or further complications reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.